Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: external control system failure;pbu cable.specific component(s) involved: component: pbu cable.causative or contributing factor: patient noncompliance in device maintenance and protection.intervention(s): reminded pt about care of equipment.implant device type: lvad.